Event description:
It was reported that the patient presented with pain at the device pocket. The physician elected to readjust the pocket however, pus was found to be draining once opened. Additionally, vegetation was noted on the right ventricular (rv) lead. Instead, the physician elected to explant the implantable cardioverter defibrillator (ICD) and rv lead. The patient condition was stable.

Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.